Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient does not have a bsc system and was not a bsn patient prior to the trial procedure.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.